Event description:
Spontaneous; patient called emergency line regarding tubing issue. Per patient, she noticed about 30 mins ago that her tubing was cut and almost separated into two pieces. She immediately changed to a new tubing and started infusing. She was not sure how it happened and how long it was cut for. Per patient, she never had an issue like this before. She reported no changes in her breathing, no chest pain, and no other symptoms. Advised patient to go to emergency room if there are any changes in her breathing, chest pain, or any other symptoms. She verbalized understanding. Doctor's office is notified. Not sure if she still has the tubing. No injury to patient. Maybe a gap in therapy but patient was unsure. Reported to (B)(6) by pt/caregiver.